Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 27mm longitudinal tear starting at the proximal balloon cone. There are numerous hypotube and shaft kinks. There is tip damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced to pre-dilate the lesion. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 3mm x 40mm x 146cm coyote es balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced to pre-dilate the lesion. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 3mm x 40mm x 146cm coyote es balloon catheter. No patient complications were reported.